Event description:
The patient reported that she went for a refill yesterday, but the refill could not be done. An x-ray was performed and the hcp told her that the pump was flipped and they couldn't access the port to refill the pump. The hcp is scheduling replacement surgery. No patient symptoms were reported. The patient reported that the hcp provided her with oral medications to manage her breakthrough pain. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.